Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting also found the customer received a battery out limit alarm and a failed battery test alarm. Troubleshooting was not completed for the alarms. Customer's blood glucose was 380 mg/dl. Customer declined to return the product for analysis.